Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a piece of the usb cable broke off into the usb port and could no longer be used to charge the pump. There was no reported adverse impact to customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.